Event description:
Administration sets are allowing air to pass beyond filter to the patient. Patient is (B)(6). Air found going to patient with more than one set.

Manufacturer narrative:
The nurse manager was contacted by a moog clinical specialist to review the proper priming procedure. Samples were to be returned; however, they have not been received. The nurse manager is being contacted to see if the product was returned and if there have been anymore occurrences after the priming procedure was reviewed. A follow up will be submitted when the samples are received. There was no injury.